Manufacturer narrative:
(B)(4). The device has not been returned. If information is provided in the future, or upon completion of analysis if the device is returned, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to a product advisory. No additional adverse patient effects were reported. This device was included in the (B)(6) 2018 sq-rx model 1010 pg shortened replacement interval advisory population.